Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n3h2091y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n4d2293y); sigphandle, sig power sigphandle handle, (serial # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic thorascopic multiple wedge resection, on the first wedge resection, the first reinforced reload was fired on calcified and fibrous tissue. The tissue was thin in size but measured a high force of 3. Halfway through the firing, it stopped and needed to be retracted. Once that was done, the user saw the reload only fired halfway but also saw a lot of malformed and a compromised staple line. A new reload of the same type was then used; it measured normal force. However, the same issue occurred. A standard reload was used with normal force, but the same issue still occurred. To resolve the issue, a new reload was used. The handle and adapter were used until the end of the procedure. It was noted that the patient had chemotherapy and radiation in another area of the body due to a different cancer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic thorascopic multiple wedge resection, on the first wedge resection, the first reinforced reload was fired on calcified and fibrous tissue. The tissue was thin in size but measured a high force of three. Halfway through the firing, it stopped and needed to be retracted. Once that was done, the user saw the reload only fired halfway and also saw a lot of malformed and a compromised staple line. A new reload of the same type was then used; it measured normal force. However, the same issue occurred. A standard reload was used with normal force, but the same issue still occurred. To resolve the issue, a new device was used. It was noted that the patient had chemotherapy and radiation in another area of the body due to a different cancer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one image of a staple line. Reinforcement material and staples were visible. A grasping instrument could be seen. The staple line could not be properly examined due to image quality. It was reported that the device partially fired and there was poor staple formation. The reported issues were not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.